Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The subject device was not returned to the OEM (original equipment manufacturer) for physical evaluation, a definitive root cause cannot be concluded. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use, the device was reported to be not working at all. The blades were not spinning. There were no further details provided regarding the event. No patient harm, or impact reported. No injury reported. This is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation. Please see updated sections: d4,d10,g4, g7, h2,h3, h4, h6 and h10. The device was received and evaluated. Evaluation observed multiple kinks on the cable insulation of the hand piece. There are signs of what appears to be corrosion on the electrical contacts of the connector further evaluation of the device found a failure to gnd to phase test which would contribute to the handpiece not functioning as intended with no motor function. The customer reported issue was confirmed. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing nor processing related cause for the failure mode. The root cause has been determined to be the material being used in the cables of the handpieces. Motor phase wires in the cable are compressed with braided shield resulting in insulation damage and shorting of the conductors to ground. This identified failure is being addressed in an on going investigation. Olympus will continue to monitor complaints for this device.